Event description:
The surgeon inserted an aq2003v silicone three piece lens and the lens tore upon insertion. The incision was enlarged to remove the lens but no sutures were required. Another lens was implanted. There was no pt injury.